Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer reported observing air bubbles in the t:lock. Tandem technical support reviewed how to properly remove air from the cartridge and secure the t:lock when attaching tubing to the cartridge per the user guide. Customer's blood glucose ranged from 180-350 mg/dl at time of alarms.